Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and abdominal pain, which was assessed as indicative of infectious peritonitis. The cause and the treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event and physioneal therapies were ongoing. No additional information is available.